Manufacturer narrative:
The device has been returned and is being investigated. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that while in the hospital, the patient began to have labored breathing, decreased level of consciousness, peripheral shutdown and was cyanotic. The patient was intubated and CPR was performed due to no output. An echo was performed and the inflow cannula was oriented towards the anterior septum and was completely obstructed during ventricular systole. The inflow cannula cw doppler showed a "lobster claw" type pattern with a peak velocity of 258 cm/s. The patient was returned to the operating room and on inspection, the vad was not running despite all displays showing normal readings. An immediate pump exchange took place. The patient remains ongoing on the replacement pump.